Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a high blood glucose level of 300 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus via the pump and attempted to change out their supplies. While changing their cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) while attempting to load multiple cartridges. Reportedly, the customer would use manual injections as alternate insulin therapy.